Event description:
Provider states missing the following, shows the tilt and sanode. Provider was not with the chair to troubleshoot. Provider states this happened when the chair was coming up from tilt.